Manufacturer narrative:
The instruction for use for the navistar rmt clearly states in the precaution during catheter use section; "careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."

Event description:
It was reported by the customer that during the ablation procedure two steam pops occurred on the 4th burn. The patient did not require an extended hospitalization as a result of this adverse event and recovered fully with no residual effects. The prognosis of the patient was satisfactory.